Event description:
Donor site was taken with a padgett dermatome. The first piece of skin taken was split thickness graft, within normal limits. The second piece taken was a full thickness piece, according to the hospital, without the setting indicator changed on the dermatome. Post evaluation revealed that the retaining screws that hold the plate/blade on, were loose in o.r. Testing in the biomedical lab could not duplicate the loosening of the screws.even though they could not duplicate the loosening of the screws of the width blade clamp, when the screws were loosened and run, the screws seemed to get looser. Of course, this is not how we recommendd the operation of the padgett dermatome. Because of this incident, and the potential for legal action, this dermatome has been taken out of service and offers no potential risk to any other patients at this time. The dermatome in question is not available for evaluation by the manufacturer at the present time.